Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units network port is broken, arm is missing.

Manufacturer narrative:
Getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse installed pbc, exec brd new mac address - 00:64:a6:01:29:8d complete pm with full calibration. Unit past all functional and safety test per factory specifications. Return to customer and cleared for clinical use.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units network port is broken, arm is missing. It is unknown the circumstance of the event and patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10. Corrected fields: h6 (type of investigation).

Event description:
N/a